Event description:
It was reported that during preparation for a stenting treatment procedure, the stent came off the balloon. A 5 x 32mm veriflex stent delivery system (sds) was selected to treat an unspecified vessel. Prior to entering the patient it was noted "that the stent came off the balloon". The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent came off the balloon. A 5 x 32mm veriflex stent delivery system (sds) was selected to treat an unspecified vessel. Prior to entering the patient it was noted "that the stent came off the balloon". The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached. Device evaluated by manufacturer: the stent was received detached from the delivery balloon. An examination of the stent revealed a slight compression in its mid- section. An examination of the delivery balloon found a clear impression of the stent crimp on balloon material. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).